Event description:
During baxter's functionality testing of a spectrum pump, it was found that the device had keypad malfunctions. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom "keypad malfunctions", determined to be caused by a failed keypad. During the evaluation, it was found that the #2, #3, #4, #5, #6, #7, #8, #9, and (.) Keys were inoperable. The evaluation found that whenever any of the remaining functional keys were pressed, an automatic output of the #3 key occurred following the selected key's function (e.g. Numerically: when the #1 key , "13" will be displayed; alphabetically: when the "abc" key is pressed, "ag" will be displayed, interfering with the mdl drug searching opportunities. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.